Event description:
It was reported that the superion clinical study patient (B)(6) scope) experiencing a worsening of vertebrogenic low back pain. The patient had bloodwork performed, an MRI, epidural steroid injection (esi) at l4/l5 and rf ablation of the intraosseus nerve within the basivertebral foramen at l2/l3. The event was resolved. The clinical events committee has deemed this event to be possibly related to the device, implant procedure and pre-existing disease due to the esi given at the index levels.

Event description:
It was reported that the superion clinical study patient (a4082 scope) experiencing a worsening of vertebrogenic low back pain. The patient had bloodwork performed, an MRI, epidural steroid injection (esi) at l4/l5 and rf ablation of the intraosseus nerve within the basivertebral foramen at l2/l3. The event was resolved. The clinical events committee has deemed this event to be possibly related to the device, implant procedure and pre-existing disease due to the esi given at the index levels.

Manufacturer narrative:
Update from the initial MDR in blocks: a2 and e1.